Manufacturer narrative:
(B)(4). Allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent bi-lateral knee surgery on (B)(6) 2011 and topical skin adhesive was used. On (B)(6) 2011, the patient experienced erythema, macular rash with papules, and warmth on both knees where the adhesive was used. The topical skin adhesive was removed with acetone and bacitracin ointment. The patient's reaction was treated with a medrol dose pack and topical steroids. The plastic surgeon opines the patient had an allergic reaction.